Event description:
It was reported that a burr on the pre-loaded intraocular lens (iol) cartridge caused a tear at the incision site when the cartridge tip contacted the eye. The case was completed the same day and unplanned suture(s) were required. No further information provided.

Manufacturer narrative:
Date implanted: not applicable as the lens was not implanted. Date explanted: not applicable as the lens was not implanted. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the account requesting additional information regarding the complaint; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: through follow-up, additional information was received clarifying the burr was not noticed by surgeon prior to use. Surgeon felt like it was an error in manufacturing and not anything caused by attempted implantation. No further information is available. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes . Section d-9: date returned to manufacturer: 23-may-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. The cartridge tip could be observed to be cracked and the cartridge could be observed to be warped. The handpiece was disassembled, and the assembly was inspected, no assembly issues could be identified. However, the plunger rod tip could be observed to be bent. No iol was received as part of this return, therefore no product evaluation could be performed on the lens. Complaint issue "burrs/rough edges" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.